Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter is in place with its tip about 2.4cm inferior to renal vein ivc confluence. Ivc filter tip is along posterior wall. No fracture of strut. Extraluminal extension of strut along anterior and right lateral aspect is demonstrated measuring 3.5mm.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter is in place with its tip about 2.4cm inferior to renal vein ivc confluence. Ivc filter tip is along posterior wall. No fracture of strut. Extraluminal extension of strut along anterior and right lateral aspect is demonstrated measuring 3.5mm.